Event description:
It was reported that the patient, implanted in 2001, experienced 6 episodes of what was reported as 'electric discharges in his ear', whilst using the audio processor, between (B)(4) 2014. The patient had to take off the audio processor. All external components were exchanged and the patient did not report yet any new episodes with the new external device. Per information received on (B)(6) 2014, it was decided that the patient will be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.